Event description:
Male pt had an osvii implanted in 2009. The pt presented one month post placement with a "subdural" requiring revision. The revision included removal of the osvii shunt, revised to a medtronic strata nsc valve. Surgeon responded to integra-ls inquiry, "the device is not available for MFR investigation. Pt doing well on srata n valve".

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated, based upon the reported info.